Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. The patient's nurse reported that the patient was wearing the lifevest when the patient coded and was treated. The lifevest was then removed. There is no indication that the lifevest caused or contributed to the patient death. The equipment has not been recovered from the field, therefore the treatment event could not be confirmed. Follow-up: per the clinical review of the download data, the device was not active at the time of death. The device was removed when the patient was in a life-sustaining rhythm. The patient last known rhythm was sinus tachycardia at 140 bpm with motion artifact at the time the device was shutdown at 09:23:59 on (B)(6) 2019. The patient was not treated on (B)(6) 2019. The device was fully functional upon receipt. No sustained ventricular tachyarrhythmias were detected. There is no indication that the lifevest caused or contributed to the patient death.

Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. There is no download data available surrounding the death. The review of the software flags from the last download, prior to passing ((B)(6) 2019) consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags that would suggest a device malfunction contributing to the reported passing. There were no automatic events (arrhythmias or asystole) in the last data download. There were no allegations that the device caused or contributed to the patient death. Device manufacture date: monitor: 09/11/2014. Belt: 04/22/2015. Follow-up: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. There is no download data available surrounding the death. The review of the software flags from the last download, prior to passing ((B)(6) 2019) consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags that would suggest a device malfunction contributing to the reported passing. There were no automatic events (arrhythmias or asystole) in the last data download. There were no allegations that the device caused or contributed to the patient death. Device manufacture date: monitor: 09/11/14, belt: 04/22/15.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. The patient's nurse reported that the patient was wearing the lifevest when the patient coded and was treated. The lifevest was then removed. There is no indication that the lifevest caused or contributed to the patient death. The equipment has not been recovered from the field, therefore the treatment event could not be confirmed.